Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the b30 phenomenon was not duplicated, but the video cable connector was found to be defective. Therefore it is likely that the phenomenon occurred temporarily due to s connection failure. Regarding the complaint of no image it is likely that the phenomenon occurred due to the defective video cable connector. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "chapter 9 troubleshooting never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement." Olympus will continue to monitor the field performance of this device.

Event description:
The user facility reported to olympus that during reprocessing, the visera elite video system center had a b30 communication error code. There was no more than fifteen (15) minutes delay and the procedure was completed with the same device. There was no harm or user injury reported due to the event

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the b30 communication error. The evaluation occasionally found no image due to a faulty video cable connector. The faulty parts need replacement to meet olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.